Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have had issues with infusion sets. The customer states the cannulas are bending. The customer's blood glucose level was over 600mg/dl. The customer was not feeling well and could not treat with the pump. The customer's husband got on the line and states they would call back at a later time, and they would be helping the customer treated for the high. No further assistance provided at this time.